Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The patient had a taxus express2. 2.7x28mm drug eluting stent placed in the non trotuous, non calcified mid right coronary artery. The stent balloon was inflated to 14 atm's and the stent was post dilated with a quantum maverick balloon inflated to 8 atm's. The procedure was successful. Ten days later, the patient presented to the hospital with chest pain. The patient was brought back to the ccl. A thrombus was found inside the taxus stent and an angiojet was used to remove the thrombus. It was further reported that the patient expired, however the date is unknown.

Event description:
Additional info indicates that a pt death did not occur. The pt underwent a mini coronary artery bypass graft procedure and was discharged from the hosp. The thrombosis occurred in the proximal left anterior descending artery.